Event description:
Caller reports, the active meter produced a result in mmol/dl. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.